Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to charge the selected energy past 1 joule. Complainant indicated that there was no pt involement in the reported malfunction.